Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture-cut needle driver cable was torn. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was not any damage or anything out of the ordinary. When the issue occurred, a da vinci (dv) rectopexy was being performed. Because the surgeon was experienced, the instrument did not collide with any other instrument. There were not any issues related to opening/closing of the grips. In addition, there were not any issues related to left/right (yaw) motion of the grips. There were not any issues related to up/down (pitch) motion of the wrist. Then, there were not any issues related to up/down (pitch) motion of the wrist. There were not any cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suture-cut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.